Event description:
It was reported the patient contacted their healthcare professional (hcp) for a problem of sudden stimulation failure. The reporter stated that stimulation had disappeared starting on (B)(6) 2014. It was noted that impedances were measured when the patient visited the hospital and abnormal values were measured. It was further noted that programming using other electrodes was not possible. The reporter stated the removal of the device was decided. The reporter further stated the lead could not be replaced so the whole system was explanted. It was noted that an impedance of 600 to greater than or equal to 10,000 ohms was measured. It was further noted the patient had a single lead and extension. The reporter stated the patient recently felt no stimulation and they had increased pain. The reporter further stated that impedances of electrodes 1, 3, 5, and 6 were abnormal with values of greater than or equal to 10,000 ohms. It was noted that an attempt to program using other electrodes was made without successful stimulation. The reporter stated that patient had stimulation for three years before they contacted their hcp. The reporter further stated the patient may have received an MRI. It was noted the patient¿s hcp stated the patient had seen other hcps and it was unknown what had exactly been done. It was noted the patient was admitted to the hospital and the complete system was removed. The reporter stated they suspected defects; however no abnormality was identified in the products. The reporter further stated the hcp removed the system carefully. Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-29, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. (B)(4). Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the lead found the conductor ot the lead body was broken at the silicone anchor site.